Event description:
It was reported that the customer called the paramedics on (B)(6) 2015 because his blood glucose level dropped to 30 mg/dl in the middle of the night. The customer's wife saw him not functioning. His wife treated his low blood glucose level with cereal and fruit. The paramedics were also called on (B)(6) 2014 due to a low blood glucose level of over 30 mg/dl. The customer had issues with the continuous glucose monitoring system and sent it back. He also experienced high blood glucose levels in the 400-500 mg/dl range. He was not taken to the hospital. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.